Event description:
Pt was implanted with distractor bodies for a bilateral distraction procedure on (B)(6) 2012. The goal was to distract approximately 20mm. The pt achieved distraction and relapsed approximately 10mm. Surgeon initially planned to remove the distractors on (B)(6) 2012 but instead decided to re-distract pt for another 3 weeks in an attempt to regain the length from initial distraction. During a f/u office visit, surgeon re-tested distractors and the device appeared to turn easily and in the proper direction. Surgeon will monitor distraction for another 3 weeks. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.